Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer stated that the unit fails rotor error alarm test. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿unit fails rotor error alarm test.¿ the unit was triaged and the customer¿s reported condition was confirmed. The rotor error alarm test was performed three times. Each time the device did not issue a rotor error alarm within the allowable timeframe. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.